Event description:
A report was received stating a ventilator touch screen was intermittently unresponsive during maintenance. There was no patient involvement reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the user facility reported to have replaced the single board computer and updated the software to the current revision to resolve the reported event.